Event description:
Patient had ventricular assist device (vad) implantation a few months ago and he was discharged home a few weeks later. Patient was readmitted a month later with evidence of a gi bleed. Patient required two units of blood. Patient had appropriate recovery of blood volume and was discharged home five days later. The patient is on anticoagulant treatment.